Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they didn't feel like their stimulator was working. Patient said it looked like the implant was charged and the battery was going down, but they hadn't felt like they were getting any stimulation or relief from the implant in the last few weeks. Patient also said they were still charging the implant, but didn't seem to be feeling the stimulation like they used to. Patient denied any trauma to the area of the implant. Patient was on group a with stim on at the time of the call. Patient used to be able to go between groups a and c, but said lately they had not been able to use group c. Agent asked if patient would see a message or what happened when they would try c, and patient said for a month or two they weren't able to access c. However during the call, patient was able to change to group c, and then said they suddenly felt the stimulation turn on. Patient tried to go back to group a, but did not feel the stimulation again. The issue was not resolved. Agent would try to use c in the meantime and the patient was redirected to their healthcare provider to further address the issue if stimulation still wasn't working for them. When asked doctor, patient said dr. Amadeo put the device in, but patient was seeing dr. Winfield or dr. White in the pain management department.